Event description:
Customer reported that the driver arm is loose when it is engaged. Also stated it did not move the plunger unless manually forced down. Stated it did not 'flip' into position as usual.